Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. The caller then declined troubleshooting and is in the process of obtaining a new pump through insurance.